Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log identified air in line alarms which confirms the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. Air-in-line testing was attempted but failed due to constant reload set issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed air detected all the time. This occurred during an unknown process step in the biomed service department. There was no patient involvement. No additional information is available.